Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during implant the helix would not extend after it had been retracted. The lead was discarded and a new one was used. There were no patient complications reported as a result of this event.